Event description:
The customer reported when trying to place a 12 lead ECG, the tracing onscreen stops and gets a leads off error. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported when trying to place a 12 lead ECG, the tracing onscreen stops and gets a leads off error. There was no reported adverse pt impact. The philips filed service engineer evaluated the device and ECG cable and was unable to recreate the reported problem. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer has not reported any further trouble with this device.